Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that neutraclear connectors are placed on the end of triple-lumen catheters. When one of the neutraclear connectors is flushed, a small droplet of fluid leaks from the other connectors. There was no report of patient harm.